Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tube, non-biological foreign material was observed inside of one tube. No patient impact reported. The following information was provided by the initial reporter: "a wooden strip of foreign material was found in the yellow blood collection tube prior to the collection of the blood specimen and was immediately reported to the team leader as well as to the nurse manager, who replaced the tube with a new collection tube and retained the problematic tube."

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter (fm) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tube, non-biological foreign material was observed inside of one tube. No patient impact reported. The following information was provided by the initial reporter: "a wooden strip of foreign material was found in the yellow blood collection tube prior to the collection of the blood specimen and was immediately reported to the team leader as well as to the nurse manager, who replaced the tube with a new collection tube and retained the problematic tube.".